Event description:
It was reported that during lead implant attempt into the ventricular septum the lead dislodged multiple times and was repositioned multiple times. The lead wasn't used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.